Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded normal limits and displayed as "high," though specific values were unknown, indicating an adverse impact. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Reportedly, the customer initiates a bolus and will repeat bolus if necessary, then resumes insulin to resolve.